Event description:
Customer reporting on behalf of unknown individual. An individual received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 20624b, reader sn (B)(4)). Three repeat cue tests performed on (B)(6) 2022 provided negative results. The same day, the individual tested negative with ihealth rapid antigen test. The individual had been experiencing symptoms within the last 48 hours. The customer updated on (B)(6) 2022 that the individual had a full respiratory pcr panel performed which resulted negative for coronavirus and positive result for rhinovirus. Pcr date/brand is unknown.

Manufacturer narrative:
Response to device evaluated by MFR device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.